Event description:
During an ischemic ventricular tachycardia procedure, it was reported that the soundstar® 3d diagnostic ultrasound catheter curve was locked and taken out of the patient¿s body without any incident. The procedure was completed successfully with no patient consequences. On the same day the event was reported to bwi, received additional information requested from bwi representative stating that the catheter stayed in a locked position even though the locking mechanism was not on. The physician was able to manually straighten the catheter. The catheter was replaced to continue the procedure. Based on the information, this complaint became reportable due to the potential risk that might have to the patient.

Manufacturer narrative:
(B)(4) during an ischemic ventricular tachycardia procedure, it was reported that the soundstar 3d diagnostic ultrasound catheter curve was locked and taken out of the patient¿s body without any incident. The procedure was completed successfully with no patient consequences. On the same day the event was reported to bwi, received additional information requested from bwi representative stating that the catheter stayed in a locked position even though the locking mechanism was not on. The physician was able to manually straighten the catheter. The catheter was replaced to continue the procedure. Upon receipt, the catheter was visually inspected and found in good physical conditions. Per the event, a deflection test was performed and the catheter passed. The catheter did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).